Event description:
Unit failed during routine check. The unit was service by the manufacturer and they found a defective power board. After previous failures in our facility with these units, we have changed the way that the units are being checked. During the user test, we disconnect the power cord. This enables us to test the battery and the power board.